Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was able to resume insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified.